Manufacturer narrative:
The investigation has determined a non-reproducible, higher than expected tropi result was obtained from a patient sample occurred using the vitros 5600 integrated system. A definitive assignable cause could not be determined. There was no evidence to suggest a vitros analyzer related issue contributed to the event. User error was identified as a possible contributing factor as debris was found in the micro-well incubator due to insufficient incubator cleaning. Although there was no indication the vitros tropi es reagent issue contributed to the event, a vitros tropi es reagent issue cannot be completely ruled out. The troponin I level in the low level control fluid does not adequately verify performance of the assay at troponin I levels <url of 0.034 ng/ml. Pre-analytical sample processing could not be ruled out as a contributing factor, as the customer is not following the collection device manufacturer¿s recommended guidelines. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
The customer obtained a non-reproducible, higher than expected troponin I result from a patient sample using vitros troponin I es (tropi) reagent on a vitros 5600 integrated system. Vitros troponin I patient result: 0.130 ng/ml vs. Expected <0.012 ng/ml. A biased result of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher than expected result was reported from the laboratory and treatment was initiated based on the reported result. The patient received a chest x-ray and was treated with two anti-platelet drugs (aspirin and aggrastat) and one anti-coagulation drug (lovenox). A corrected report was issued to the physician and all treatment was discontinued. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).